Manufacturer narrative:
This report is submitted on sep 19, 2023.

Event description:
Per the clinic, the patient experienced an infection along the incision line (specific date not reported). Subsequently, the patient was treated with two types of oral antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with another cochlear device however, this has not occurred at the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 25, 2024.